Event description:
Patient received initial feraheme dose 510mg IV infusion(mfg:sandoz) for the first time and tolerated it fine. However, when the patient received the second dose of feraheme 510mg IV infusion (mfg: amag) the patient had a reaction with in 2min. The patient had to be transferred to the emergency room.